Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at an unknown dose via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. The pump was implanted on (B)(6) 2018. The hcp reported they ¿washed out ¿ this patient¿s pump pocket (surgical intervention occurred) and wanted the rep to walk them through programming. The pump was still implanted and working but possibly infected. The patient was stable, but had showed signs of infection. It appeared to have started "between" his replacement on (B)(6) 2018, but the doctor could not give a specific date. The washout went well and the pump was still implanted. He sent fluid from the pocket for culture but the results were not available. It was noted there were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting performed. It was noted the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was asked, but unknown and the patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.